Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-11870, reference MFR. Report: 1627487-2018-11871. It was reported ((B)(6)) the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s leads and replaced them with a single lead.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-11870. Reference MFR. Report: 1627487-2018-11871.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-11870. Reference MFR. Report: 1627487-2018-11871. Additional information identified postoperatively, effective therapy was restored.